Event description:
It was reported via repair work order that the 37 pin connector was loose due to missing jack screws. It was also reported that the main power cord sheathing was damaged with exposed electrical wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.